Event description:
Smiths medical foreign country has informed us of an event of cuff leakage after one hour in use. The product was tested before use per the instructions for use and orally inserted. The tube was replaced with another new one. No adverse outcome reported. Event occurred at the hosp, in foreign country.